Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the physician contacted them because the patient was not feeling stim up to 10v when programming therapy. They changed programs but the patient was still not feeling stimulation. The caller indicated that the ins battery voltage was at 2.86v. The rep indicated that the electrode impedances are in the 3000-5000ohms range. The rep requested troubleshooting contact the doctor. Troubleshooting called the doctor and they provided the following impedances values:ref 0 1 2997ohms 2 5523ohms 3 7423ohmsref 1 0 2997ohms 2 2634ohms 3 5172ohmsref 2 0 5523ohms 1 2634ohms 3 2948ohms. Troubleshooting had the md program a bipole on electrodes1 and 2 with rate of 50hz pw: 60us. The caller tried to increase the stimulation sensation. The patient did not feel stimulation up to 10vthe caller tried to adjust the rate to 130hz and increase the pw, the patient again was not feeling stimulation. The issue was not resolved through troubleshooting. Troubleshooting reviewed information about impedances. The md will make a decision about how to proceed and may attempt to replace components. Additional information received from the manufacturer representative reported that the cause was unknown. A lead revision was being scheduled.